Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds was confirmed via analysis of the returned system controller. Evaluation of the returned system controller revealed that the pump running leds were dim. The function of the controller was not compromised and the dim pump running leds did not result in any adverse patient effect. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log files contained approximately 2 days of relevant data (23oct2022 ¿ 25oct2022 per the timestamp). The data in the log file did not indicate any issues with the system controller. No notable alarms were observed in the log file. The driveline was disconnected on (B)(6) 2022 at 13:33:03 to exchange the system controller. The pump maintained a speed above the low speed limit without issue throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: a green fluid substance consistent with fluid ingress was also observed to be coming from the strain relief on the connector side of the white power cable. Fluid ingress was observed inside the controller housing and on the underlying wires of both power cables. The resistance of the wires in power cables were measured and they had slightly raised resistances. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller pump running symbol was dim. There were no reported alarms. The patient's controller was exchanged and sent back for analysis.